Event description:
The user facility reported that a metal rod fell out of the device during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3; the device was not accessible for evaluation; therefore, a root cause could not be determined for the event. H3 other text : product not accessible for evaluation

Event description:
The user facility reported that a metal rod fell out of the device during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.